Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was not able to verify or duplicate the reported issue. The device was returned to the customer by their request. A cause of the reported issue could not be determined.

Event description:
A customer contacted physio-control to report that their device failed during intervention on a patient. Patient did not survive reported event.

Event description:
A customer contacted physio-control to report that their device failed during intervention on a patient. Patient did not survive reported event.

Manufacturer narrative:
Section h6 health effect - clinical code of initial MDR indicates: no clinical signs, symptoms or conditions. Section h6 health effect - clinical code of initial MDR should indicate: cardiac arrest.

Manufacturer narrative:
Due to character limitations, initial reporter phone, was left blank. The initial reporters phone number is (B)(6). Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.¿¿ though physio-control requested some patient information, physio will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A clinical review of the downloaded electronic patient records is performed. A review of the device data indicates that the ECG signal was not present during the device time periods of 12:13:18 12:14:40 am and 12:16:02 12:16:35. Because the ECG was not available during this time it is unknown if the patient was in a shockable rhythm during these durations. In the medical judgement of these reviewers it is unknown if the device caused or contributed to the reported outcome.

Event description:
A customer contacted physio-control to report that their device failed during intervention on a patient. Patient did not survive reported event.